Event description:
Intended use: vitek¿ ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek¿ ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biom¿rieux of obtaining a misidentification of kerstersia gyiorum as klebsiella pneumoniae in association with the vitek¿ ms (ref 410895, serial (B)(4)). The customer reported that the vitek¿ ms obtained a result of klebsiella pneumoniae (77%). The isolate was sent to a reference laboratory where it was identified as kerstersia gyiorum. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biom¿rieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux that they obtained a misidentification of kerstersia gyiorum as klebsiella pneumoniae in association with their vitek® ms instrument (ref. (B)(4)/serial# (B)(6)). Investigation fine tuning: status good at the time of acquisition. However, the fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and to the quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Knowledge base (kb) review: based on the information provided, the expected identification has been defined as kerstersia gyiorum, which is not present in vitek® ms kb v3.2. Sample data analysis: the analysis of the mzml sample files shows that number of all peaks was heterogeneous (between 50 to 103). The misidentification was obtained with the lower number of peaks. It means that the issue could be due to a non-optimal spot preparation, as the calibrator ¿all peaks¿ values was quite heterogeneous. The following system limitation is mentioned in the vitek® ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ conclusion the cause of the customer¿s issue is a combination of a known system limitation regarding spectra for species not included in the vitek® ms knowledge base (v3.2 and v3.3) along with non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.